Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported one case of endophthalmitis and three cases of inflammation which occurred over a 4 day period after undergoing ophthalmic surgery. All patients' symptoms were reported to be improving. An internal investigation was performed at the facility but no root cause was identified. No patient or product identifiers have been provided. Additional information, including all products used on the patients, has been requested but none has been received to date. This is one of two reports being sent for this facility. This report is for the three cases of inflammation. The alcon reference numbers are (B)(4).